Event description:
Tested blood glucose at 2pm and received a result of 164mg/dl. Customer felt sick and was vomiting and not able to eat. Paramedics were called and customer was taken to the hosp where they tested customer blood glucose and received a result of 1300mg/dl. The customer was given an IV and admitted. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.